Manufacturer narrative:
The customer¿s report that the luer lock connector cracked and leaked was confirmed. Visual inspection showed the female luer at the y-junction was cracked along its length, around the opposite of the luer injection gate. No tool marks, crush marks, or over torque were observed around the damaged area. Functional testing was performed; a leak was observed from the crack. The cause of the leak was identified as a crack on the female luer. The cause of the crack is unknown.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the luer lock connector cracked and leaked while infusing fentanyl and versed on a patient. There was no patient harm.

Manufacturer narrative:
Correction to follow up 3, it was determined that the product received should have been received into a different file, and that no product was received for this complaint. No product was received from the customer; although the customer complaint of luer lock connector cracked and leaked was confirmed per picture received from the customer. Per picture received a crack was observed on the female luer. The root cause of the component breakage and leak was not identified.

Manufacturer narrative:
No product will be returned per the customer. The customer complaint that the luer lock connector cracked and leaked was confirmed per a picture received from the customer. A crack was observed at the female luer per the picture. The root cause of the leak was identified as a crack. The cause of the crack was not identified.